Event description:
Customer reported that the insulin pump returned multiple no delivery alarms over four weeks leading up to the call. During troubleshooting, customer was not able to get insulin to exit the tubing and received an additional no delivery alarm. Blood glucose level was 444 mg/dl at the time of the call. Customer treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.